Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.